Event description:
In 2004 the surgeon implanted a aa4204vf silicone lens. The lens tore upon insertion into the eye. A second surgery was performed the next day. The incision was enlarged to remove the lens. Surgery was completed using another lens. And a suture was required to close the wound. The iol injector and iol injection cartridge, model and lot numbers unknown.